Event description:
It was also noted that the pulse generator was at elective replacement indicator (eri).

Event description:
It was reported that during a ventricular lead revision, it was noted that the atrial lead -looked fractured-. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.